Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life prior to the complaint date. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The ¿idle and sleep¿ current draws were found to not be within specification. There was evidence of moisture inside the pump on the transceiver board and the battery canister. A leak test was performed and failed due to a battery compartment leak. The transceiver board was unplugged and the current draw levels were returned to within specification. The high current draw levels were due to internal moisture damage. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the audio bolus button cover was found to be torn but still responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.